Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('will be e-hell free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian enlargement ("swollen ovary"). The patient was treated with surgery (scheduled on (B)(6)). At the time of the report, the medical device removal and ovarian enlargement outcome was unknown. The reporter considered medical device removal and ovarian enlargement to be related to essure. The reporter commented: there was a surgery on (B)(6)2016, but plaintiff came out of the recovery room and nurse told her that he wasn't able to do the surgery because ovaries were so swollen. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and ovarian enlargement. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.